Manufacturer narrative:
Based on the information available there is insufficient information to confirm the reported problem. A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device displays an error message "x." There was no patient involvement.